Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and blindness ("some vision loss") in a female patient who had essure (batch no. 12440750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Concurrent conditions included overweight, cholelithiasis and bicornuate uterus. Concomitant products included omeprazole (prilosec) since 2012. In 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced urticaria ("hives"). In 2013, the patient experienced cystitis ("bladder infection") and nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced visual impairment ("vision problems"), eye disorder ("eye problems") and arthralgia ("joint pain/elbows /knees pain"). In 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), abdominal pain ("lower left quardant pain"), bladder pain ("bladder pain") and tooth loss ("dental problems:tooth loss"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, blindness, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, urticaria, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder, arthralgia, alopecia, abdominal pain, bladder pain and tooth loss outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, bladder pain, blindness, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth loss, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: on the left side, 3 coils were noted when finished. On the right side, 3 coils were noted when finished. Patient states she is getting her essure removed by physician. Right tube previously removed ( (B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2013: left tube occluded. Concerning the injuries reported in this case, the following one/ones were reported via medical record:abdominal pain, dyspareunia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: bladder infections, apareunia,rashes or skin conditions type: hives, migraines / headaches, nausea, dental problems, dysmenorrhea,dyspareunia,pain, vaginal discharge, vision/eye problems, fatigue, weight gain / loss: weight gain, gastrointestinal or digestive system condition, joint pain, hair loss,tooth loss,bladder pain,some vision loss,abdominal pain, tooth loss and concurrent condition,concomitant medication added. Reporter and lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and blindness ("some vision loss") in a 28-year-old female patient who had essure (batch no. 12440750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity, depression, anxiety and pelvic adhesions. Concurrent conditions included overweight, cholelithiasis and bicornuate uterus. Concomitant products included omeprazole (prilosec) since 2012. In 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced urticaria ("hives"). In 2013, the patient experienced cystitis ("bladder infection") and nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced visual impairment ("vision problems"), eye disorder ("eye problems") and arthralgia ("joint pain/elbows /knees pain"). In 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), abdominal pain lower ("lower left quardant pain"), bladder pain ("bladder pain") and tooth loss ("dental problems:tooth loss"). The patient was treated with surgery (vaginal hysterectomy with left salpingectomy, lysis of pelvic,abdominal adhesion,unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, blindness, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, urticaria, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder, arthralgia, alopecia, abdominal pain lower, bladder pain and tooth loss outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, bladder pain, blindness, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth loss, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: on the left side, 3 coils were noted when finished. On the right side, 3 coils were noted when finished.patient states she is getting her essure removed by physician. Right tube previously removed ( (B)(6) 2013) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: left tube occluded. Pathology test - on (B)(6) 2018: myometrium with possible superficial adenomyosis. On (B)(6) 2018, findings revealed left fallopian tube adhered to pelvic sidewall adhesions and paratubal cyst attached. Right adnexa previously removed. Concerning the injuries reported in this case, the following one/ones were reported via medical record:abdominal pain, dyspareunia, dysmenorhhoea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.